Event description:
It was reported that the right atrial lead exhibited unstable thresholds and worsening sensing and thresholds due to being dislodged. The lead was explanted and replaced. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the atrial thresholds were high.